Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 2mg/ml at 1.0259mg/day and morphine 30.0mg/ml at 15.388mg/day. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. A consumer initially reported the patient saw the manufacturing representative 6-8 months ago (from (B)(6) 2016) to address personal therapy manager (ptm) issues. The manufacturing representative adjusted the ptm, and it seemed to resolve the issues. In (B)(6) 2016 (in the last two weeks from (B)(6) 2016), the ptm started ¿acting up¿ again. The patient was locked out from receiving a bolus. There were two times when ¿the pump went three consecutive times without connecting.¿ they clarified that they were seeing the lockout screen telling the patient she needed to wait four hours. The lockout parameters were 6x/day, 1x/240 minutes, 1x/4 hours. The patient¿s pain was so bad she needed six boluses a day. The change in therapy/symptoms was noted to be gradual. The patient did not use an antenna. On (B)(6) 2016, additional information was received from the consumer. The patient was still experiencing the same 8835 lock out issues (3 times recently with being locked out of intended pa boluses) and that it had been going on for several years and just gotten worse and worse despite an antenna being sent to the patient recently. The patient had an appointment with their health care provider (hcp) next week (from (B)(6) 2016). On (B)(6) 2016, an hcp reported that regarding troubleshooting performed related to the unexpected bolus lockouts, telemetry showed a pump malfunction. Actions take to resolve the issue included a pump replacement on (B)(6) 2016. The cause of the event was noted as having been unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.